Manufacturer narrative:
The outer insulation and the etfe insulation were abraded exposing the rv cable wires. The damage found is consistent with abrasion caused by friction with the ICD can.

Event description:
It was reported that the hv lead impedance was less than 10 ohms.

Manufacturer narrative:
Na